Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and a possible fracture. The rv lead was capped, and a single chamber device was placed, connecting it to the chronic right atrial (ra) lead for atrial-based pacing only. The following day, impedance, thresholds, and sensing values were noted to be variable with the chronic ra lead. In addition, non-capture, intermittent capture, high thresholds, and high to infinite impedance readings were exhibited. It was determined that the ra lead was fractured, and the lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.